Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reports to have high blood glucose of 432 mg/dl, which was treated with a bolus delivery and manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was found that cannula was bent. Customer was advised to change entire infusion set, reservoir and insulin. No further information provided.